Manufacturer narrative:
Patient's weight is estimated to be approximately (B)(6).

Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Recall continued: 1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the device became inoperable. Consequently, the patient will undergo surgical intervention to address the issue.